Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd us cathena 20gx1.00in straight bc had leakage. The following information was provided by the initial reporter: material #:386862. Batch#:4237744. Verbatim: rcc received a complaint via email. We had another instance with failed IV. Product#: 386862. Please describe in detail about the failure issue in IV. Several team members reported that the IV did not occlude once needle was retracted. 1. Please provide the date of event. Thursday, may 1. 2. Please describe in detail about the failure issue in IV. Several team members reported that the IV did not occlude once needle was retracted. 3. Any sample available for investigation? Already collect by rep. 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Unknown currently.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photo. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue. A recall letter has been provided for further information and details on follow up actions. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.